Manufacturer narrative:
H.6. Investigation: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the verbatim, the probable root cause for the leakage could be due to valve issue. CAPA#1379444 was initiated to address the issue.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: I would like to report a fault with 2 types of venflon's that we purchased. The issue e is when fluid is put through it leaks from both sides of the venflon.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: I would like to report a fault with 2 types of venflon's that we purchased. The issue e is when fluid is put through it leaks from both sides of the venflon.